Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the battery compartment was found to be cracked on the left of the bumper pad from the threads to the case seal. The pump was able to power on for testing. The pump display screen was noted to be dim and discolored with a reddish coloration. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed on 11/02/2015.